Event description:
The report indicated that immediately after coming off bypass, the clinician noted a blood to water leak from the heat exchanger. No pt compromise was observed by the clinician. The clinican did not follow the instructions for use which accompanied this device.